Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder rotator cuff lateral row repair, the whole knotless anchor was pulled out after implantation. No back up device was available, no significant delay or patient injuries were reported. The procedure was completed without a lateral row implant.

Manufacturer narrative:
One 72202902 5.5 footprint ultra pk suture anchor assembly reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. Unintended damage. The product met predetermined specifications upon release to distribution.